Event description:
Per the clinic, the patient underwent repositioning surgery on (B)(6) 2025, during which the receiver-stimulator was moved posteriorly to reopen the mastoid in the course of middle ear surgery to close the radical cavity. Subsequently, on (B)(6) 2025, the patient experienced a loss of connection to the internal device. Troubleshooting and hardware attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2026, and the patient was re-implanted with another device during the same surgery. Device analysis indicated device failure.